Event description:
On (B)(6) 2012 the reporter contacted the animas corporation reporting a keypad malfunction. The reporter claimed that the patient went swimming while wearing the pump and when the patient emerged the pump was emitting a battery alarm. The reporter removed the battery from the battery compartment and noted the presence of water. The reporter stated that a hair dryer was used to dry the battery compartment. When the pump was rebooted, the keypad buttons were found to be unresponsive. The reporter confirmed that there were no tears in the keypad and the bolus button was intact. The patient reportedly wore the pump on a clip or in a pocket and only cleaned the pump with a dry towel. There is no reported adverse event with this complaint. This allegation is being reported due to an alleged keypad malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): on examination, there was visible moisture in the display lens. The case was noted to be cracked near the top right corner of the display screen; however, the display lens itself was not damaged. On testing, the pump failed to power on. A leak test was performed on the pump and a leak was discovered during testing. Further testing of the pump was not possible due to no power to the pump. The pump was opened for investigation and revealed moisture damage to the printed circuit board. On investigation, the keypad was found to be fully intact without peeling or visible damage. The keypad cover was removed for investigation and revealed no damage to the button contacts.